Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain\ pelvic"), abdominal pain ("abdominal pain "), dysmenorrhoea ("dysmenorrhea (cramping)") and psychological trauma ("psych injury"). The patient was treated with received treatment for migration? Yes. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea and psychological trauma outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: pain: pelvic/ abdominal, dysmenorrhea (cramping), migration. Discrepancy: date(s) of insertion: (B)(6) 2009, (B)(6) 2009 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: new events- abdominal pain, dysmenorrhea, general abnormal bleeding, psych injury, migration were added. Date of lab test was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device location of device: uterine cornus') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') in a 34-year-old female patient who had essure (batch no. 629145) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, cesarean section, menses irregular, mood change, cyst and endometrial ablation. Concomitant products included alprazolam, lisinopril, mesalazine (asacol hd) and sertraline hydrochloride (sertraline hcl). In (B)(6) 2009, the patient experienced depression ("psych injury/ psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain\ pelvic area") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 months 18 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain ") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with received treatment for migration? Yes(laparoscopic bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, heavy menstrual bleeding, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: pain: pelvic/ abdominal, dysmenorrhea (cramping), migration. Discremptency : date(s) of insertion: (B)(6) 2009, (B)(6) 2009. The patient did not have her essure removed, however, is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. X-ray - on (B)(6) 2021: fallopian tubes was performed to confirm essure device was not present in left fallopian tube. Lot number: 629145 manufacture date: 2009-01 expiration date: 2012-01. Most recent follow-up information incorporated above includes: on 6-jul-2021: medical record received : reporter information, medical history concomittant medication, migration event removal surgery, action taken, lab data and removal date were added. Event genital haemorrhage seriousness criteria updated as non-serious. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device location of device: uterine cornus'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('general abnormal bleeding') in a 34-year-old female patient who had essure (batch no. 629145) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, cesarean section, menses irregular and mood change. In march 2009, the patient experienced depression ("psych injury/ psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2009, the patient had essure inserted. In(B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain\ pelvic area") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 months 18 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain ") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with received treatment for migration? Yes and surgery (ablation). At the time of the report, the device dislocation, menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: pain: pelvic/ abdominal, dysmenorrhea (cramping), migration. Discremptency : date(s) of insertion: (B)(6) 2009, (B)(6) 2009 the patient did not have her essure removed, however, is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs and mr received- abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish. Reporters information and lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device location of device: uterine cornus'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('general abnormal bleeding') in a 34-year-old female patient who had essure (batch no. 629145) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, cesarean section, menses irregular and mood change. In (B)(6) 2009, the patient experienced depression ("psych injury/ psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain\ pelvic area") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 months 18 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain ") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with received treatment for migration? Yes and surgery (ablation). At the time of the report, the device dislocation, menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: pain: pelvic/ abdominal, dysmenorrhea (cramping), migration. Discrepancy : date(s) of insertion: (B)(6) 2009, (B)(6) 2009 the patient did not have her essure removed, however, is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Lot number: 629145 manufacture date: 2009-01 expiration date: 2012-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.